Event description:
It was reported that the patient received a patient alarm for high, out of range pacing lead impedance. An increase in capture threshold was also noted. The lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.